Event description:
It was reported that during central processing, the wires on the megasuturecut needledriver instrument was noted to be frayed at the tips. The instrument was not used and there was no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable to be broken at the distal idlers. Idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The cable broke under tensile loading. The other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.